Event description:
The dr reported this revision for malpositioning just as a matter record since the ploy insert was on the gas plasma recall list. The pt did not have any infection and the poly was fine. This is now in litigation.